Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited the nozzle of the insufflation channel clogged with a dark rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. The device was returned to olympus without implementation or completion of reprocessing in the facility. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The subject event can be detected and prevented by following the below IFU. Instructions for gif-ez1500 operation manual chapter 3, ¿preparation and inspection¿ instructions for gif-ez1500 reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.